Manufacturer narrative:
B3: event date is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000111032.

Event description:
It was reported that the patient's ipg had reached end of life and the patient's left lead was fractured. Surgical intervention was undertaken and the ipg and lead were explanted and replaced. The investigation did not determine which lead attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.